Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the device fired in one or multiple firings? The device had been fired once already, it was on the second firing that the device only fired the proximal portion of the staple rows. Regarding the one row of staples: were they proximal, distal or were there no staples? The device only fired the proximal portion of the staple rows. The distal portion of the staples did not form. What was the formation of the staples? The distal portion of the staples did not form. Is the colostomy temporary or permanent? The patient¿s colostomy is temporary fortunately. What is the current patient status? The patient has been sent home for now, but will be coming back to theatre in the near future for the reversal of the colostomy.

Event description:
It was reported that during a low anterior resection procedure,the surgeon closed the jaws over the tissue and the retaining pin sat well. No excess tissue was included in the jaw. The surgeon fired the stapler, only one row of staples. Hand suture. Colostomy bag. There were no adverse consequences for the patient reported. The device was discarded.